Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was implanted successfully. The final mr was grade 1. There was no clinically significant delay reported. On an approximate date, (B)(6) 2025, the patient returned. During a transthoracic echocardiogram (tte) it showed that a single leaflet detachment had occurred. The mitraclip was no longer attached to the posterior leaflet. The mr was grade 4. On (B)(6) 2025, a secondary mitraclip procedure occurred. The patient presented with grade 4 degenerative mitral regurgitation (mr). A mitraclip was placed lateral to the slda mitraclip for stabilization. The final mr was grade 1 and the procedure was discontinued. There were no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be conclusively determined. The reported mitral regurgitation is cascading events of the slda. The reported patient effects of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.